Event description:
A customer contact baxter's technical service center regarding feeling overfull during dwell 1. The home patient refused to go to drain to drain everything out. Home patient decided to stay in the dwell. No further info regarding this event could be obtained despite multiple attempts by baxter. No pt injury or medical intervention was reported.

Manufacturer narrative:
(B) (4): the customer could not be reached regarding sample return despite multiple attempts by baxter.